Event description:
It was reported that on (B)(6) 2024, a 23mm regent mechanical heart valve was selected for implant. The valve was placed with non-everting mattress sutures and tied in; the leaflet motion was checked with a tester and the physician was "happy with mobility." The patient was closed, however then the physician "noticed something was not correct. The patient was re-opened and it was observed that the leaflets were immobile. The valve was rotated, but the immobility persisted. The valve was explanted and a 21mm non-abbott valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm regent mechanical heart valve was selected for implant. The valve was placed with non-everting mattress sutures and tied in; the leaflet motion was checked with a rubber leaflet tester and the physician was "happy with mobility." The patient was closed, however then the physician "noticed something was not correct;" further described as hemodynamic instability. The patient was re-opened and it was observed that the leaflets were immobile. The valve was rotated, but the immobility persisted. The valve was explanted and tested post-explant; the leaflets were mobile. A 21mm non-abbott valve was successfully implanted. The patient was on coumadin as antithrombotic regimen; inr was not available. Post-procedure, the patient's recovery was "uneventful."

Manufacturer narrative:
An event of immobile valve leaflets could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.